Event description:
Medtronic received information that during use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, the customer reported thrombosis 2 hours after being on the device. The customer stated the issue was not caused by the patient's anatomy. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the anticoagulant heparin was used during the procedure. The location of the thrombosis was at the middle part of the membrane lung. There was no clotting noted elsewhere in the circuit (pump and/or connectors). The thrombus grew slowly. The oxygen partial pressure before and after the membrane was continuously higher than 40 mmgh. Only the oxygenator was replaced rather than the entire circuit. It was the first oxygenator used in the case. The patient's hematocrit (hct) at the initiation of ECMO and at the time the event was first suspected was 38%. The anticoagulant dosing was monitored to achieve optimal therapeutic response as they continuously tested act. The values of the act were 135s. The patient had heparinization prior to use. The patient was not septic at any time during or immediately prior to the ECMO run. Medtronic received additional information that no donor blood was given to the patient. The ECMO circuit consisted of medtronic custom pack including the pump and the flow transducer disposable. The coating pipeline used medtronic's cotiva coating, and no shunt was used.